Event description:
No additional information from the customer.

Manufacturer narrative:
Correction: previous h9 was populated in error.

Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause not established.

Event description:
It was observed that during the device inspection, the insufflation unit exhibited the supply pressure sensor does not work due to expired life expectancy of the printed circuit (cr) board, and gas leakage from the primary piping was found, due to damage on the k connector. There were no reports of patient involvement.